Event description:
It was reported that after an abdominal and right lower extremity angiography with bilateral iliac stenting procedure, arteriotomy closure of the right common femoral artery was attempted using perclose proglide devices. Reportedly, the device was pulled up on the anterior wall of the vessel, but the device could not be advanced or withdrawn except for several centimeters. After foot deployment, there was extensive bleeding around the device. The suture and knot were fully advanced to the artery and a 6-french sheath was placed back over the guide wire, but extensive bleeding continued. A second proglide device was attempted, but extensive bleeding continued. An attempt was made to control the bleeding with a 7-french sheath, but there was still bleeding around the 7-french sheath. Ultimately the sheath was upsized to a 9-french sheath, which obtain adequate hemostasis. It was believed that the arteriotomy was unlikely to obtain adequate hemostasis without direct surgical closure. During direct surgical closure, the patient developed severe arterial hypertension that was treated with intravenous nitroglycerin and nipride. There were no reported adverse patient sequelae. There was a significant clinical delay reportedly in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: glidewire guide cath: catheter: omni flush sheath: 4-french, (2x) 6-french, 7-french, 9-french the other perclose proglide device, referenced, was filed under a separate medwatch manufacturer report. Evaluation summary: the device was returned for evaluation. The reported failure to achieve hemostasis could not be replicated in a testing environment. The reported experience was likely based on operational circumstances and could not be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.